Manufacturer narrative:
One medfusion pump was received cracked on lower left front corner and cracked on the right plunger case and battery door. The event history log was unable to be reviewed due to the blank screen. The pump was powered on then it went to a blank screen and there was a constant alarm. It was determined that the main board had a blue token cap and did not function as intended. The main board will be replaced to resolve the issue

Event description:
Information was received indicating that a smiths medical medfusion pump would turn on, but has a blank screen. It was unknown if the issue occurred while the pump was in patient use. There were no reported adverse events.